Event description:
Rn of home patient reported the patient inadvertently left the twist clamp on the transfer set open and had placed the minicap on the end after treatment was completed. Per rn, no leakage was noted. Rn instructed the patient to close transfer set and reported no patient injury or medical intervention associated with this incident.